Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , lot# / serial# : (B)(4) , implanted: (B)(6) 2021, product type: lead ; product ID: 977a260, lot# /serial#: (B)(4), implanted: 2021, product type: lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 15-mar-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4) , ubd: 11-mar-2025, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient experienced a loss of pain relief. X-rays revealed lead migration. The device was reprogrammed, which resolved the issue.